Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of an unspecified vessel using a proglide device in a pre-close technique before a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the lever couldn't be closed and the foot of the proglide did not retract. The device could not be removed from the patient anatomy so the patient was taken for cut down surgery. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy as the patient required surgery to remove the stuck device. No additional information was provided.